Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed and displayed a white screen while attempting to enter the patient's date of birth. The user attempted to "clear" the date and try to apply it by clicking outside the date window then the application crashed and displayed a white screen. The user had to manually close the application and interrogate the device again. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed and displayed a white screen while attempting to enter the patient's date of birth. The user attempted to "clear" the date and try to apply it by clicking outside the date window then the application crashed and displayed a white screen. The user had to manually close the application and interrogate the device again. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.